Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the disinfecting washer (rdg) terminates the program when the uretero-reno videoscope was complete. The issue occurred during reprocessing. There was no patient injury reported.